Event description:
It was reported that the patient presented in clinic for routine follow-up. During a firmware upgrade for the pacemaker, the device went into backup operation. The patient was light headed due to the backup. The device was successfully restored and the patient was stable.

Manufacturer narrative:
Correction: needed to add the device was not upgraded.

Event description:
The device was not upgraded with the new firmware after both attempts resulted in backup operations.